Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display on the roller pump was not visable. The local controls on the roller pump remained available. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.